Manufacturer narrative:
According to local representative, the chronic device had been interrogated prior to the scheduled lv lead revision procedure. In review of the device's arrhythmia logbook, the patient had developed spontaneous ventricular fibrillation (vf) one day prior to the procedure. The arrhythmia was sensed and treated appropriately. The chronic device that was electively explanted due to normal battery depletion was returned. It was concluded that this device performed normally throughout laboratory testing. The replacement device and adaptor have not been received at boston scientific's return products department following this patient's death. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and/or products returned for analysis.

Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory for a scheduled left ventricular (lv) revision procedure. It was suspected that the chronic lv lead had fractured (out-of-range (oor) pacing impedance in all configurations, high pacing thresholds, oversensing and electrogram noise). Due to coronary sinus access difficulties, the physician was unable to implant a replacement lv lead. Because the chronic device was close to elective replacement indicator (eri), the physician elected to implant a replacement device. The physician attempted to attach an adaptor to the chronic lv lead in an attempt to keep some lv pacing until a second lead revision could be scheduled. The physician experienced difficulties inserting the terminal pin of the lead past the second connector block of the adapter. Despite checking the port and set screws, the physician was unable to secure the lv lead to the adapter. The physician commented that "it was as if the port and connector blocks were misaligned". This adapter was not used and the chronic lv lead was surgically capped. The lv port of the replacement device was plugged. The explanted device and adapter were enroute for analysis and the patient was scheduled for an lv epicardial lead procedure. Subsequently, boston scientific received a request from the patient advocate for return of this patient's chronic device with the patient's name engraved on the casing. The device had been electively explanted due to normal battery depletion. The patient advocate reported that the patient had received shock therapy since (b)(64) when an lv lead issue was identified. The patient had been admitted to the hospital on multiple occasions for fluid retention prior to a device replacement procedure. The patient died two days post-procedure (epicardial lv lead insertion). According to the patient advocate, the root cause was attributed to a "blood clot to the lungs from his leg".